Event description:
A report was received on a donor, who donates blood and plasma on a regular basis. In january of 1998 he donated in a plasmapheresis procedure on the auto-c. This procedure went well, without any complications, nor alarms, nor complaints from the donor. The donor left the ctr in good condition. The donor returned to the blood bank in two hours for some forgotten personal belongings. In passing, he mentioned to someone at the blood bank, that he had pain in his hip. According to the reporting physician, this donor returned for his belongings and not because of the pain he was experinceing. Questions are addressed on a routine basis prior to donation and during those questions, there was no mention, by the donor, of the pain. The pain increased to the donors abdomen/hip region. He developed a fever (42 degrees centigrade) and had a high crp. Infection/sepsis was diagnosed. The following day osteomyelitis was diagnosed. It was stated that staphylococcus was identified in the hip bone via magnetic emission (what type was not identified; MRI, etc.). The donor was treated via the orthopedic department. The treating physician mentioned to the donor that the infection was caused by the plamapheresis procedure. The reporting physician felt this statement was made simply due to a lack of any other explanation. The reporting physician, from the blood bank, does not share the orthopedic physicain's view and does not see any relationship between the procedure and the infection. The phlebotomy was completed without any problems. Aseptic methods were used, as requried by their sops. Similar reports prior to this event either. After notification of the donor's osteomyelitis, the plasma from that donation was discarded. It was not tested prior to discarded. The kit used in the pheresis procedure was discarded as soon as the procedure was completed as there were no issues with the procedue and no reason, at the time to hold on to it.